Manufacturer narrative:
The device was inspected on-site whereby it could be revealed that there was a problem with the so-called fresh gas decoupling valve - one of the valves that are necessary to control the ventilation cycles. It is known from earlier complaints of similar nature that the membrane of this valve may exhibit sporadic sticking under presence of certain contributing factors. These factors are e.g. Accumulation of moisture, insufficient cleaning, the use of other than the recommended soda lime co2 absorber and others. Within the frame of continuous improvement activities, dräger has developed a new version of the valve (equipped with a ceramic disc instead of a flexible membrane). This particular device was manufactured before the improved version of the valve was introduced end of 2011. The sales and service organization was informed that the new valve should be installed whenever a device in the field shows related symptoms. The replacement of the valve has already solved the problem, no further problems have been reported; no patient consequences have reportedly occurred. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the fabius unit failed during use. There was no patient injury reported.